Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump wasn't working. The customer's blood glucose was unknown at the time of incident. The display screen was broken and flashing white. The device is expected to be returned for analysis.

Manufacturer narrative:
Device was received with a non-flashing white lcd display with horizontal black lines due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments due to display anomaly. Device was received with scratched case and pillowing keypad overlay.